Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to manufacturer that a vns patient's generator revealed high lead impedance from a systems diagnostic test at a routine follow up visit. Additionally, it was reported that the patient as not sensing stimulation of the device. No other adverse events were reports. Further follow up with the patients treating physician revealed that there is no believed cause for the high lead impedance. Attempts have been made with the patient's previous physician to obtain additional information and have been unsuccessful to date. X-rays have been taken and are reported to be in transit to manufacturer for evaluation.